Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was occluded. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The company representative performed some functional tests on the handpiece and confirmed that the handpiece functioned normally. The handpiece was then returned to customer as requested. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece wa returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on january 15, 2009. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to function normally. Therefore, the root cause of the reported event cannot be established the manufacturer internal reference number is: (B)(4).